Event description:
It was reported that the device displayed a blockage error and the rn removed the device. A backup was not available.

Manufacturer narrative:
The device which was used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined at this time. If the device is returned in the future this complaint will be re-assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.